Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mild tortuous and mild calcified brachial vein. A 7.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation and did not inflate from the first time the pressure was increased. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.